Manufacturer narrative:
(B)(4). The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise that was confirmed through pacing system analyzer (psa) and with possible lead fracture. This lead was then surgically abandoned and replaced with no issue. Additional information was received indicating that the lead fracture was not confirmed through fluoroscopy or x-ray. This ra lead is out of service. No additional adverse patient effects were reported.